Event description:
Hme specialist of new mexico has been made aware that I have severe obstructive sleep apnea and as a result developed polycythemia vera. I notified them on (B)(6) 2025 that my bipap machine had malfunctioned over the weekend and needed an immediate resolution due to risks associated with polycythemia vera and lack of oxygen/no sleep for 3 days already. Got the run around after 20 phone calls and 5 emails with a promise of a call back that day. Now on day 4 no sleep, having severe symptoms including heart palpations and swelling feet. Still no response and staff have been dismissive and rude. They are the supplier of this equipment and refuse to provide a timely response or resolution even though it's a medical emergency.